Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to outpatient clinic after receiving vibratory alert. Device interrogation revealed recorded episodes of low impedance and noise on the right atrial lead; an insulation anomaly was suspected. The patient experienced no adverse effects. The device was reprogrammed and the patient would continue to be monitored.